Event description:
It was reported that when the intra-aortic balloon (iab) was placed, the cal key read "defective". The user tried to take it out and clean it off, replace, flip over, etc. But could not clear that alarm. As a result, the physician removed the catheter and considered another catheter but then went with the impella device instead. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab cal key difficulty is not confirmed. The cal key and fos connection of the returned iabc were intact and functioned properly when connected to a pump. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. Additionally, unrelated to the reported complaint the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed correctly per the instruction for use (IFU). An in-service has been requested to reiterate the appropriate method for iabc removal. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was placed, the cal key read "defective". The user tried to take it out and clean it off, replace, flip over, etc. But could not clear that alarm. As a result, the physician removed the catheter and considered another catheter but then went with the impella device instead. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.